Event description:
A nurse reported that the laser's footswitch did not work during a vitrectomy procedure. The case was completed with an alternate system. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).